Event description:
The patient arrived for surgery on (B)(6) 2010; his back exhibiting an area of swelling. The surgeon proceeded to use suction to remove the fluid, extruded the 3 tubes of aft into a mesh bag, and implanted the mesh bag into the patient's back. Following surgery, the patient's back became inflamed again and he underwent surgery the week of (B)(6) 2010. The wound site was described as "inflamed with pus and the infection ate away all the bone." The surgeon removed the empty mesh bag and placed the patient on antibiotics. It was reported that "the surgeon believes that the patient already had the infection prior to surgery; that it was not caused by an mtf product." Additional information has been requested; not yet received. See medwatch #s 2249062-2010-00005 and 2249062-2010-00006.